Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. It could be detected an infusion therapy which was performed with an infusion line (type: space line), a flow rate of 186ml/h and a vtbi of 330ml. The infusion has been started in battery mode, but the infusion was stopped by user after 9 minutes. The pump was connected with mains voltage and re-started. The infusion finished at 01:13pm with an administered volume of 330 ml and the pump activated the kvo mode. No abnormilies could be detected. The complaint could be not confirmed. No abnormalities during the investigation of the device history could be comprehended.

Event description:
As reported by the user facility (information translated by bbm sales organization in (B)(6)): "underinfusion". Customer information: date: (B)(6) 1100-1300hours therapy started: 1112hours; ended 1312hours medication: oxaliplatin route: IV rate: 168ml/hr vtbi: 330ml consumables: IV oxaliplatin (in baxter softbag) was connected to bag spike adapter (from equashield) and infusomat spaceline art no: 8700036sp and 3-way connector. Nurse started the infusion at 1112hours, approx. 2 hours later, pump alarmed kvo mode, nurse discovered approx. 100mls of IV oxaliplatin volume was left inside the bag, which should be expected to complete by then. Nurse put aside the pump and complete the remaining infusion subsequently via another pump.